Manufacturer narrative:
The investigation of difficulty inserting/removing introducer has been completed. No product was returned for analysis. Clinical details mention unable to advance sheath with sheath injection revealing extremely tortuous vessel. The root cause of the difficulty inserting/removing introducer was most likely patient condition related as evidenced by clinical details mentioning the physician being unable to advance sheath with sheath injection revealing extremely tortuous vessel d10 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30452.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported that a patient was scheduled for impella cp implantation for mechanical circulatory support. During the procedure, the impella sheath could not be advanced due to significant tortuosity of the right femoral artery. Both short and long impella peel-away sheaths were attempted, as well as third-party introducer systems, but advancement remained unsuccessful. A sheath injection confirmed extremely tortuous vessel anatomy. Multiple attempts to advance a pigtail catheter using a stiff wire also failed. Due to persistent access challenges and anatomical limitations, the physician made the decision to abort the impella cp implantation.